Event description:
While demonstrating the proper use of the padgett dermatome with the setting of 0.02 (lowest setting) with the guide wheel locked, a satisfactory split thickness skin graft could not be taken - the graft was too thick. No pt injury or death alleged, and the event did not increase the surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.